Manufacturer narrative:
H10: additional manufacturer narrative: this device remains implanted in the patient as this is a valve-in-valve procedure. This device is not expected for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards literature review of "pressure recovery in transcatheter aortic valve replacement valve, doppler-catheter discrepancy phenomenon: a case series and review of the literature" by priyanka ratibhan singh md, hasan mirza md, mohsin s. Mughal md. Edwards learned that a patient with a 23mm carpentier-edwards bovine aortic valve, implanted for unknown duration, exhibited worsening dyspnea. Echo revealed ejection fraction of 60%, mean gradient of 41 mmhg. The patient underwent a tavr with an unknown device and fared well post procedure. Outpatient followed-up demonstrated a significant improvements in his dyspnea.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot/serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.